Event description:
The complainant reported that the guidewire unraveled in the patient. The physician was able to retrieve the whole wire from the radial artery without any harm to the patient.

Manufacturer narrative:
Conclusions: the suspect device has been returned for evaluation; however, the investigation has not been finalized. A follow-up report will be submitted when additional information is available.